Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of (B)(4) for evaluation. The service department of (B)(4) checked the subject device. When it was found the malfunction which the insertion tube of the subject device was partially peeled off more than 1mm2, it was surmised that it might be occurred due to the user handling. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of (B)(4), omsc presumed there was the possibility that this phenomenon was attributed to applying some physical stress or chemical stress to the insertion tube of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. There was no report of patient injury associated with the event.